Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure to upgrade the ipg for better technology. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.